Event description:
The pt presented to the hosp in 2000, claiming that pt felt some shakes in their chest. Pt indicated that this had been ongoing for a few days. The pt indicated that these shakes were less significant than a defib shock. An electrocardiogram was perfomed and high amplitude interference and electrical data were observed indicating a lead dysfunction. The lead was explanted but no visible anomalies were observed. When the new lead was implanted, the anomaly was still observed. The defibrillator was then explanted and replaced and the interference was no longer seen.